Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump experienced a temporary power outage while the patient was tethered to the power module. The alarms were a continuous audible sound with a red heart alarm and included low speed and pump off alerts. The patient was placed on battery support, the alerts cleared, and the pump resumed without further event. The power module patient cable was replaced and the system was tested on the new cable. A power loss occurred again with patient movement. The patient was placed on a non-grounded patient cable and no further adverse events were noted. The system controller log files confirmed low speed operation and pump stoppage while on the power module. A percutaneous lead repair was performed on (B)(6) 2015. The patient was reportedly asymptomatic during the events.

Manufacturer narrative:
Approximate age of device: 1 year. The replaced portion of the percutaneous lead was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: although the reported alarms were confirmed via the submitted system controller log file, the location of the suspected driveline short could not be determined. The log file captured multiple low speed and pump stoppage events while the system was operating on the power module. Approximately 18 inches of the driveline was returned for evaluation. The examination found the braided shield around the wires appeared unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found the green wire was kinked adjacent to the metal connector but the insulation appeared intact. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.